Manufacturer narrative:
(B)(4). Date of initial report sent: 03/09/2010.

Event description:
Procedure type: hernia. According to the reporter: prior to application to the patient, the mesh shredded in his hands. Mesh fell apart when surgeon handled it. A new lot number was opened for the case. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.